Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection occurred requiring medical intervention. Device issue: none. It was reported that after a drug eluting stent (des) was deployed, stenosis was observed distal to the deployed stent. The pixel stent was deployed; however, a dissection occurred distal to the deployed pixel stent. Another pixel stent was deployed to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, the device was not returned to abbott vascular for analysis. Dissection, as listed in the instruction for use (IFU), is a known adverse event aswsociated with the coronary stenting procedure. There does not appear to be any indication of a stent delivery system quality problem.